Manufacturer narrative:
This report is submitted on (B)(6)2024.

Event description:
Per the clinic, the device was explanted on june 04, 2024, due to an infection (non-device related). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.